Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl, cause was unknown. Customer consumed food to address the low bg. A recommendation was made for the customer to discuss bg levels with healthcare provider. In addition, it was reported that a malfunction and occlusion alarm occurred. Customer changed pump supplies to address the occlusion. Reportedly, the customer reverted to an alternate pump for insulin therapy.